Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had an elevated blood glucose (bg) level of 502 mg/dl due to pump reset. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.